Event description:
Caller reported that the t:slim x2 pump battery was not charging and a power source alert was detected. There was no adverse impact to the customer¿s blood glucose level. Customer technical support instructed the caller to plug the wall adapter into a known working outlet and wait 30 minutes; they planned to follow up to determine if the pump began charging.